Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump gave quite a bit of motor errors and battery life was diminished. The customer¿s blood glucose was unknown at the time of incident. The customer also state that insulin pump gave several a code alarms and a couple of times insulin pump lost bolus and date settings. The insulin pump will not be returned for analysis.